Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not changed to black-black leading to the device and sheath being pulled out of the patient, necessitating manual compression to complete the neuroradiology procedure. There was no reported patient injury. The product was handled according to the instructions for use (IFU). There was no difficulty removing the device from the sterile packaging. Additional event details were requested; however, not provided. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not changed to black-black, leading to the device and sheath being pulled out of the patient, necessitating manual compression to complete the neuroradiology procedure. There was no reported patient injury. The product was handled according to the instructions for use (IFU). There was no difficulty removing the device from the sterile packaging. Additional event details were requested; however, not provided. A non-sterile unit of the product ¿vascular closure device 5f¿ was received for product analysis. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was unlocked. The plug was in its manufactured position, and the indicator wire was found not deployed. A non-cordis catheter sheath introducer (csi) was returned partially inserted on the received unit and was found perforated. Finally, the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed. Per functional analysis, the cowling guard was locked, and the indicator wire was deployed. A deployment simulation was then performed. During this evaluation, the indicator wire was pulled, successfully achieving the black/black position. The deployment lever was fully depressed, resulting in the expected plug deployment and indicator wire retraction. The indicator window transitioned to the black/white/red position, and no anomalies were observed throughout the process. Per microscopic analysis, the device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism was assembled correctly, and no other anomalies were observed. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it passed functional analysis and there were no anomalies noted to the internal mechanism. However, an additional condition with the device was noted of ¿vascular closure device (vcd)-impeded-perforated sheath¿ as the device was received perforating through a non-cordis sheath. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event, especially since the condition of the returned device does not match the device description. It was reported that indicator window did not change; however, the device was received perforating the procedural sheath with no depression of the cowling guard or deployment of the indicator wire. It should be noted that the depression and locking of the indicator wire cowling is necessary in order to deploy the indicator wire, which is required in order to change the indicator window during retraction in the patient. As there were no issues noted during depression/locking of the cowling during functional analysis, it is unknown what issue the user may have experienced. However, as the device was received perforating through a procedural sheath, access site factors (such as vessel tortuosity), and/or concomitant device factors (such as a bend at the shaft of the csi while in the patient) along with excessive force possibly contributed to the condition noted. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ as warned in the IFU, ¿the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair.¿ also the IFU states, ¿orient the exoseal vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). Caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180°, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure and observe condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.